Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak was observed from the bottom welding, near stopcock. The leak was identified to be from the effluent bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.